Event description:
Hospira a+ IV pump (channel a) was set to continuously infuse a sedative. The pump was found by the nurse to be in "stop" mode. There was no audible alarm from the IV pump. Upon review, it appeared that the pump stopped for approximately 5 minutes.